Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 16mm long. The lesion was treated with predilation and placement of a 3.0x20mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0 - 10%. One day post procedure, the patient experienced myocardial infarction. Cardiac enzymes elevation consistent with the protocol definition of an myocardial infarction (peak troponin I = 1.78 ng/ml, uln = 0.20 ng/ml). There were no ischemic symptoms noted and no action was taken for the event. The event was considered resolved without residual effects and the subject was discharged on aspirin and prasugrel.